Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin es result was obtained from a single patient sample using vitros troponin I es (trop I es) reagent lot: 6070 on a vitros 5600 integrated system. The result was considered discordant when compared to a vitros repeat result from the same patient sample. Patient 1 vitros tropi es result of 4.45 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result of 4.45 ng/ml was not reported from the laboratory. No treatment was altered, initiated or stopped based on the initial result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin es result was obtained from a single patient sample using vitros troponini es (tropi es) reagent lot: 6070 on a vitros 5600 integrated system. The result was considered discordant when compared to a vitros repeat result from the same patient sample. The assignable cause of the non-reproducible, higher than expected patient sample was not determined. Based on historical quality control results, an issue related to the performance of vitros tropi es lot: 6070 cannot be ruled out as a contributing factor of the event. The customer did not provide within-run precision data; therefore, instrument performance at the time of the event could not be verified. However, there was no evidence indicating an instrument related issue. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, the ortho fas noted inconsistent sample viscosity, suggesting possible fibrin interference, which was communicated to and acknowledged by the customer. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot: 6070.